Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that an unexpected reset occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.